Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Something metallic in mouth / it was a small, stainless steel pin / had come loose from the brush head [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6)2017 that while using his/her oral-b rechargeable toothbrush, version unknown that morning, he/she felt a strange sensation of something metallic in his/her mouth. The consumer stated that it was a small stainless steel pin that he/she nearly swallowed. The consumer stated that it had come loose from the oral-b brushhead, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided.